Event description:
During baxter's evaluation of a spectrum pump, it displayed the close door message. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the close door message, which was reproduced after loading a set and closing the pump door. The messages were found to be caused by a loose upper link screw.